Manufacturer narrative:
The patient was born on an unspecified date in 1984. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient¿s error. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Dianeal therapies were ongoing. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information

Manufacturer narrative:
On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). Thirty nine days after onset, the antibiotic treatments were discontinued and the patient was transferred to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.